Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose level of 300 mg/dl, after receiving an occlusion alarm. Troubleshooting with tandem customer technical services determined the pump functioned as intended and the infusion set site was the location of the occlusion. Customer administered manual injections to stabilize blood glucose levels. Customer was unable to provide infusion set manufacturer.